Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant placed in ada site 4 in the mouth failed 1 month after placement. Clinician reports nerve encroachment, pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant placed in ada site 4 in the mouth failed 1 month after placement. Clinician reports nerve encroachment, pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).